Event description:
It was reported that the patient had swelling on the left side of the brain after the device was implanted. It was noted that it was a left side implant in the brain for the right side of the body. It was noted that it had been many months and the patient was not doing any better. It was noted that the brain swelling was causing incontinence and the patient had no balance; if the patient stood up he would fall. It was noted that the patient had no safety awareness. It was further noted that the patient needed 24/7 care and some of it was in the hospital. It was noted that the patient wanted to go back to work but could not tell his work whether his brain would return to normal or not. It was noted that little by little most things had improved for the patient but that he still had slowness of speech and slow thinking process. It was noted that dementia and stroke had been ruled out. It was noted that everything for the patient had slowed down hugely. It was noted that the deep brain stimulation was off for a few minutes the other day but the patient did not notice a difference in his symptoms. It was noted that the patient had many scans and it was confirmed that there was brain swelling. It was noted that the swelling had been going down between scans. It was noted that at the last appointment the physician was comfortable that the brain swelling was gone. It was noted that the patient said getting the implant had been worthwhile because of the reduction in his tremor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was postoperative vasogenic edema. The event was attributed to the lead. It was reported that the vasogenic edema was extensive around one of the two leads. The intervention reported was a head computed tomography (hct) scan taken on (B)(6) 2013 that showed new prominent left frontal lobe vasogenic edema surrounding the deep brain stimulator electrode superiorly. The signs and symptoms associated with the event was cognitive impairment. It was reported that the patient required hospitalization due to the event and the patient outcome was serious injury or illness that was ongoing. The patient was unable to return to work. It was noted that cognitive impairment was documented on follow-up testing with significant changes compared to the pre-operative cognitive profile.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had brain damage from the deep brain stimulation (dbs) implant procedure. The patient was miserable with shaking after implant.

Event description:
Additional information received later that patient was back at home but not working and was involved in therapy to regain his cognitive deficits. It was added that the cognitive deficits had not resolved but they have improved greatly. It was noted that no other further diagnostic tests have been performed at this time. It was noted that the follow-up CT scan was performed on (B)(6) 2013 and the edema has resolved. It was added that the patient was being treated with physical and cognitive therapy. It was noted that cause was unknown for this issue and was further confused as to why it would happen with one lead and not the other. It was indicated that he does not feel it was an allergic reaction to the lead as he felt it would happen with both leads. It was also indicated that the implant was staged with 1st lead on (B)(6) 2013 that was where the issue was initially reported and the second lead was implanted (B)(6) 2013 with no edema with that lead. It was noted that patient was receiving excellent tremor control.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va05cbs, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va04syk, implanted: (B)(6) 2013, product type lead. (B)(4).